Manufacturer narrative:
Correction to field d4: lot number. Correction to field e1: initial reporter facility name.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain around the cuff site. Upon cystoscopy, erosion was identified at the bulbous urethra. A revision procedure was performed to explant the device. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced pain around the cuff site. Upon cystoscopy, erosion was identified at the bulbous urethra. A revision procedure was performed to explant the device. No further patient complications were reported.